Manufacturer narrative:
The device was not received for evaluation.

Event description:
It was reported that there was a break/detachment between the vamp and the line to the pressure transducer. Reportedly there was blood leakage. There wer no patient complications or injuries reported.